Manufacturer narrative:
Additional manufacturer narrative: the valve was reportedly explanted after an implant duration of approximately one year due to severe insufficiency which could not be duplicated during the standardized in vitro testing. Under edward¿s standardized in vitro testing conditions, the total regurgitant fraction (trf) is 2.8%, which is more than five times lower than the 15 % maximum allowed for a mitral valve of this size per iso584-2:2015. The results from in vitro testing may be different from those obtained in vivo due to differences in hemodynamic and environmental conditions. A manufacturing deficiency was not identified. A definitive root cause could not be determined at this time. No further corrective or preventative actions are required at this time. Edwards will continue to review and monitor all events through the use of edwards quality systems. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Manufacturer narrative:
Corrected data: correction on follow-up number 2. Under edward¿s standardized in vitro testing conditions, the total regurgitant fraction (trf) is 2.8%, which is more than five times lower than the 15 % maximum allowed for an aortic valve of this size per iso584-2:2015. The results from in vitro testing may be different from those obtained in vivo due to differences in hemodynamic and environmental conditions.

Manufacturer narrative:
Device evaluated by manufacturer: customer report of insufficiency could not be confirmed through visual observations. Report of leaflets vaulted to the inner side and one leaflet bent inwards was not confirmed. Leaflets were not observed to be bent. However, the free margin of leaflet 1 was observed to be lower by 1mm as compared to the free margin of leaflet 3, and the free margin of leaflet 2 was observed to be lower by 1mm as compared to the free margin of leaflet 1 and 2mm as compared to free margin of leaflet 3. X-ray demonstrated wireform intact, and some calcification on the host tissue located on the sewing ring near leaflet 3. Minimal to moderate host tissue overgrowth encroached onto the tissue and into the orifice at the greatest distance of approximately 4mm on leaflet 1 at the inflow aspect and 1mm on leaflet 1 at the outflow aspect. Host tissue on the stent circumference was minimal at the inflow and moderate at the outflow aspect. The sewing ring was cut near leaflet 2. Based on the product evaluation, a definitive root cause cannot be determined at this time. No further corrective or preventative actions are required at this time. Edwards will continue to review and monitor all events through the use of edwards quality systems. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Manufacturer narrative:
The device was returned to edwards for evaluation. The device evaluation is anticipated, but has not yet begun. A supplemental MDR will be submitted upon evaluation completion.

Event description:
Edwards received notification that this aortic valve was explanted after an implant duration of approximately 1 (one) year due to severe insufficiency. As reported, one of the leaflets was bent inwards. A newly 25mm aortic valve was implanted in replacement and the patient was noted to be doing fine. The explanted valve was returned for evaluation.